Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to the 320s (mg/dl). Customer indicated that a correction bolus will be administered and bg levels will be monitored. System check with tandem technical support indicated pump was performing as intended. Cartridge uses humalog and is reportedly changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to change infusion site if bg levels do not stabilize, and to contact health care provider to discuss other factors that could be contributing to elevated bg levels.